Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) of 2007. The field service engineer confirmed the issue was resolved by a reboot of the system and the customer confirmed the reported event did not effect pt studies. (B)(4).

Event description:
Philips received info from a customer site that during an exam the received image was inverted (from right it went left, from left to right). There was no report of an injury to pt or operator.